Event description:
It was reported that when the asymptomatic patient presented in the emergency room, the device was found to be in backup vvi mode. A device download was successfully performed and the device remains implanted.